Event description:
On (B)(6) 2013, the pt was implanted with a system of gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. On (B)(6) 2013, computed tomography scan revealed air in the pt's abdomen. According to the physician, the pt experienced an "intestinal shift," where an infection originated in the sigmoid colon spread to the region where the grafts had been implanted. The grafts reportedly looked satisfactory w/o evidence of endoleak. The diameter of the aneurysm had reportedly decreased since the grafts were initially implanted. On (B)(6) 2013, the physician explanted the stent graft system and surgically repaired the vasculature. The pt tolerated the procedure. The explanted grafts were discarded at the facility. On (B)(6) 2013, the pt expired. The physician attributed the pt's death to pulmonary complications secondary to chronic obstructive pulmonary disease.

Manufacturer narrative:
A review of the mfg and sterilization records for the devices verified that the lots met all pre-release specifications.